Event description:
It was reported that the controller exhibited unstable and poor mechanical connection in the power ports and that there was a power-up and motor start event associated with power sources. Of note, the user used excessive force when trying to connect. It was also reported that one battery had bent pins and a second battery did not provide power and was not recognized by the controller. A third battery exhibited communication error and a power disconnect alarm. The controller and three batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun mfg date: 24-oct-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 06-oct-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 24-oct-2020, labled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device analysis and investigation completion. Product event summary: one (1) controller ((B)(6)) and three (3) batteries ((B)(6) were returned for e valuation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed functional testing. Visual inspection of the returned batteries revealed wear damage on the batteries connectors; however, the worn connectors did not affect the functionality of the devices. The batteries were able to securely connect to power to a test controller. (B)(6) were able to provide power to a test controller. Functional testing of bat905774 revealed that the battery was unable to charge or provide power due to disabled charge and discharge field-effect transistors (fets). This observation is indicative of a fault of the integrated circuit (ic) that controls the battery. An attempt to reset the main integrated circuit was able to reestablish bat905774¿s functionality. No bent pins were observed within the returned batteries. Failure analysis of the returned controller revealed bent pins within power port 1. The bent pins did not allow a power source to connect to the controller. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, analysis of the data log file revealed multiple instances involving (B)(6) where the batteries relative state of charge (rsoc) was between 101-201 which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Review of the controller log files revealed four (4) controller power-up events with associated pump start events, logged on 02-aug-2022 at 18:18:43, on 16-aug-2022 at 17:13:56 and 17:14:46, and on 17-aug-2022 at 17:25:54. The controller was without power for 22 seconds, 14 seconds, 10 seconds, and 9 seconds, respectively. Several instances involving where bat905774's rsoc was between 101-201 were logged prior to the losses of power on 16-aug-2022. As a result, the reported controller poor mechanical connection, power up and motor start events, battery no power, battery not recognize by the controller, communication errors, and power disconnect alarm events were confirmed; however, the reported battery bent pins event could not be confirmed. The batteries were lubricated prior to release. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed inability of the battery (B)(6) to charge or provide power event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controllers and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the damaged battery connectors can be attributed to wear, likely due to normal disconnection and reconnection between the battery cable and metal serial port connector on the controller. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged cable connectors. Possible root causes of the communication errors and resulting power disconnect alarms can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to bent controller pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is inve stigating controller losses of power. Additional products: battery bat905774 d9: yes, return date: 02-sep-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034, g02013, g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07, c02, c04 h6: FDA conclusion code(s): d01, d02 (B)(6) d9: yes, return date: 02-sep-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d01 battery (B)(6) d9: yes, return date: 02-sep-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d01, d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.